Event description:
The facility biomedical engineer reported a colleague infusion pump with an unknown issue on channel #2 (channel b). This condition was found upon power up of the device in the intensive care unit. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "channel # 2" was not confirmed or reproduced by baxter personnel during product evaluation. The root cause was not identified. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A device history record review was performed, and no abnormality was observed. The device has not been previously sent into service for the reported condition of "unknown issue on channel #2 (channel b)." Should additional information become available, a follow-up medwatch will be submitted.